Manufacturer narrative:
1627487-07262012-002-r , 1627487-12192011-003-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient hasn't used or recharge their scs system in at least two years. Subsequently, patient¿s ipg would no longer communicate with the external devices and is inoperable. As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was explanted and replaced. Effective therapy was restored post-operative.